Event description:
A report was received that the patient's battery shifted and caused discomfort. The patient will undergo a revision.

Event description:
A report was received that the patient's battery shifted and caused discomfort. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient's discomfort was felt when the stimulation was both on and off. The patient underwent a revision wherein the physician elected to replace the ipg with no device malfunction suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.